Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the sales representative (sr) that once the balloon was inserted, the balloon worked initially but then began to get high-pressure alarms. Then the staff began getting helium loss alarms. Upon withdrawal of the balloon, it was met with resistance. The right femoral artery then became torn. The patient was transferred to the or for a femoral artery repair.

Event description:
It was reported by the sales representative (sr) that once the balloon was inserted, the balloon worked initially but then began to get high-pressure alarms. Then the staff began getting helium loss alarms. Upon withdrawal of the balloon, it was met with resistance. The right femoral artery then became torn. The patient was transferred to the or for a femoral artery repair.

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.